Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Arrhythmia : the root cause of the injury was unable to be determined due to insufficient clinical details. Inflammation : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Patient experienced inflammation, hematoma, and arrhythmia during impella 5.5 support. While on support, the patient had a cat scan of the right leg due to increased swelling and tenderness to the thigh. A right groin hematoma was noted. One unit of packed red blood cells was administered. An echocardiogram was completed, and the small hematoma was still evident. Anticoagulation remained on hold due to groin and axillary site. There was a plan to wean the patient off dobutamine for supraventricular tachycardia (svt) and continue milrinone and bumex drops. There was an additional three-minute episode of svt and the patient converted to normal sinus rhythm. Patient successfully weaned and explanted 2 day later.